Event description:
The customer reported the sodalime was a different color than another manufacturer's product. It was also reported that the sodaalime clusters in the canister when it is moist. No pt injury reported.